Event description:
Cholecystectomy - "clip scissoring or the clip doesn't close properly." Patient status: ok.

Manufacturer narrative:
Full UDI# provided investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. Engineering was able to replicate your experience of clip scissoring. Jaw misalignment may prevent the clips from closing completely. The exact cause of the misalignment is unknown. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. The lot reported to us in your experience report, #1234761, was included in the recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.